Event description:
It was reported that the (yellow) vaporization button on the footswitch locked in the emission position during a procedure. Unexpected laser energy was emitted as a result of the locked vaporization button but the "very experienced doctor", with the assistance of the nurse, succeeded in managing the situation by unlocking vaporization button. The vaporization button was lubricated with intubation silicon and the procedure successfully completed. Reportedly, there was "no complication or injury" to the patient.